Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes, and high impedance measurements of greater than 3000 ohms. The noise appeared to be from myopotential oversensing at that time. In addition, there was noise noted on the right ventricular (rv) lead which inhibited ra pacing for several seconds as well. The ra noise was able to be reproduced with patient isometrics. The device was reprogrammed. No adverse patient effects. The lead remains in service.

Event description:
Additional information was received which noted that the patient would continue to be monitored. No further actions or interventions were planned or performed. No adverse patient effects were reported. The lead remains in service.